Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failed mechanical engagement when placed in the system. The instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of the logs showed ten instances of error 22020, indicating an engagement failure. The instrument was retested and failed engagement again on multiple attempts. The instrument also had an input disk broken. Input disk #5 was found completely detached from the base of the housing. As a result of broken input disk, the instrument failed engagement on the in-house system. The conductor wire¿s insulation was damaged. The conductor wire's insulation was found nicked at the distal end of the bipolar yaw pulley with no exposed internal wire. The instrument passed the electrical continuity test. The instrument also had thermal damage on the bipolar yaw pulley. The instrument was found to have an exposed electrode on one of the bases of the bipolar forceps grip. Scratch marks and abrasions were found on the bipolar yaw pulley. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.100¿ - 0.178 in length and were not aligned with the tube axis. The input shaft was also cracked. Hairline cracks were found on grip input shafts #6 and #7.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument was installed on universal surgical manipulator (usm) 4 and the system did not recognize the instrument. The instrument was installed on the other robotic arm; however, the same problem appeared. When the instrument was removed from the robotic arm, the instrument was checked, and a piece of plastic was observed to come off. This piece did not fall on the patient. There was no harm to the patient. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.